Manufacturer narrative:
(B)(4).

Event description:
It was reported that an electrical storm with lighting struck near the patients home and the transmitters power adapter was blown out of the wall. The devices power adapter was charred. The device would no longer be used and replaced.